Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/06/2025, it was reported by a sales representative via phone that (2) ar-2350 knotless tensiontight¿ button implant systems sutures sheared. This occurred during a shoulder arthroscopy with bicep tenodesis on (B)(6) 2025 when the sutures sheared, both implants remain in the patient. The case was completed with a secondary implant to ensure fixation. There was no harm on the patient. This failure did add about 5 minutes of additional time where additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.